Manufacturer narrative:
An event of left bundle branch block, infection and first degree heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm portico ng was implanted into a patient. On (B)(6) 2023, the patient acquired an infection. Antibiotics were administered. The patient is reported to be discharged. It is believed the event is due to procedure and patient comorbidity. No additional information was provided. Subsequent to the previously filed report, additional information was received. Electrocardiogram (EKG) was conducted that showed the onset of a left bundle branch block. On (B)(6) 2023, the patient had an EKG conducted that showed a first degree bundle heart block. The patient is reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2023, a 29mm portico ng was implanted into a patient. On (B)(6) 2023, the patient acquired an infection. Antibiotics were administered. The patient is reported to be discharged. It is believed the event is due to procedure and patient comorbidity. No additional information was provided.